Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of sensory and motor function in their right arm following their lead replacement surgery. During the replacement, the physician had a difficult time placing the lead, so a laminectomy was done at c4. Patient was kept for observations. The physician stated that patient regained some motor and sensory functions on (B)(6) 2017.

Event description:
Follow up revealed that the patient is still having mobility issues with their right arm.